Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the valve was found "instead of 1.5 to 2.0."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during follow up, the patient's valve was found de-regulated. The patient had no symptoms, but the surgeon replaced the valve with a new one from another manufacturer. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, leak testing, and valve flux test. However, the valve did not meet the requirements for pressure-flow and preimplantation. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux and affecting the flow of fluid through the valve. The instructions for use (IFU) that accompany the device cautions that ¿introduction of contaminant could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion.¿ during the analysis process, laboratory personnel were able to adjust the performance level (pl) of the valve with the stratavarius unit. The complaint could not be duplicated because the pl did not readjust after it was set to a particular setting. There was damage/cut noted on the valve dome. It is unknown how or when the damaged occurred. The IFU that accompanies the product cautions that, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿.¿. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received stated that the patient was born with intra-abdominal bleeding. It was noted the deregulation was found without MRI exposure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received clarified that the valve was found de-regulated twice, once on (B)(4) 2018 and another on (B)(4) 2018. The valve went from 1.5 which was the original adjustment to 2.0.